Manufacturer narrative:
An event regarding altr, abnormal ion level, trunnionosis/ corrosion involving a trident liner was reported. Conclusion: additional information on the event was provided after the submission of the initial report. The additional information reported is metal device related while the trident liner is a polyethylene product which is not related to the altr, abnormal ion level or trunnionosis/ corrosion. Based on the information provided there is no indication or allegation that the liner contributed to the patients' experience. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse. Patient history: primary right total hip replacement at (B)(6) hospital by dr (B)(6) was on (B)(6) 2009. Left hip replacement at (B)(6) hospital on (B)(6) 2011 with dr as surgeon. Update 11 dec 2017: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information. Update on 24-jul-2019 by qs: based on the review of the provided medical records: "on an (B)(6) 2016 consultation it was noted, "painful left hip. Diagnosis: iliopsoas tendonitis, plus or minus trunnionosis. Plan: iliopsoas arthroscopic release. Summary: consistent with iliopsoas tendinitis and he has had good response from aspirations and injections in the past. There may however be a degree of metallosis secondary to corrosion at the trunnion producing his bursal effusion." The failure mode was not confirmed given the available information.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical notes by a clinical consultant noted the following; the left hip was replaced on (B)(6) 2011, there was initially mild groin pain on the left side, slowly progressive however over the years until really disabling in 2015 when additional investigations were performed including ultrasound and MRI that showed some mild fluid collections around the left hip but no indications for pseudotumor or other pathology. Systemic cobalt was however mildly elevated with 50-nmol/l. MRI and CT-scan in (B)(6) 2017. New findings on MRI did confirm a soft tissue mass around the left hip was developing while systemic cobalt was still somewhat elevated. Given this clinical diagnostic entity not responding to appropriate treatment does clearly suggest that an arthroplasty problem is present contributing to overload with secondary effects upon the taper section of the accolade stem causing the elevated cobalt ions plus the alval/pseudotumor suspicion on MRI. Quite likely this is related to cup malposition or similar unless proof of contrary by x-ray information. Due to absence of xrays this important differentiation cannot be made and thus no clear diagnosis can be established with the current medical records information. X-rays are dearly required to solve this case. Once revision surgery was been performed, currently in the planning phase, additional information can also be expected to help solve this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, histopathology reports and return of the device are needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse. Update: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information.

Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 56 mm; cat# 542-11-56f; lot# 33368601. 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# mhklx1. Accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 34815605. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse.